Manufacturer narrative:
D10. Concomitant products: cl-803 cl-803 polysorb* 1 vio 75cm gs24 x36 - (lot#a5g1541y); cl-803 cl-803 polysorb* 1 vio 75cm gs24 x36 - (lot#a5g1541y); cl-803 cl-803 polysorb* 1 vio 75cm gs24 x36 - (lot#a5g1541y); cl-803 cl-803 polysorb* 1 vio 75cm gs24 x36 - (lot#a5g1541y); cl-803 cl-803 polysorb* 1 vio 75cm gs24 x36 - (lot#a5g1541y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cesarean section procedure, six sutures experienced needle detachment from the suture while suturing. The same suture material was used, but with a different lot number to resolve the issue. The procedure was extended by 15 minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. One hundred seventy representative samples were returned for analysis. Visual inspection noted a tactile and microscopic inspection of the sutures was performed. Varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of several sutures. Functionally, the load force at the point of detachment was measured and the results were found to meet the mean and individual specifications. It was reported that the sutures experienced needle detachment. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Improvements have been initiated to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.